Event description:
Patient had a ventricular ventricranial shunt that was implanted in 1994, revised in 2012. Was admitted for replacement due to the valve being stuck on a specific pressure and could not be reprogrammed.